Event description:
It was reported that the patient experienced hypoglycemia per a freestyle libre 3 plus sensor reading while using the ilet, without confirmatory fingerstick testing, after eating breakfast and later attending church; troubleshooting and education were provided, and the patient was advised to treat with oral glucose. Symptoms included low blood glucose and dizziness. Outcomes included self-treatment with oral carbohydrate and no alarms or alerts reported. Investigation included customer interview and troubleshooting. Investigation of this case revealed an undetermined cause of hypoglycemia with no device performance issue identified based on available information. It was concluded that the event was user-reported hypoglycemia with cause unclear and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.